Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for the adverse event which occurred on (B)(6) 2006. (B)(4) submitted for the adverse event which occurred on (B)(6) 2007.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2005 and mesh was implanted. It was reported that the patient underwent hernia repair surgery on (B)(6) 2006 and mesh was implanted. It was reported that the patient underwent hernia repair surgery on (B)(6) 2007 and mesh was implanted. It was reported that the patient experienced severe pain and inflammation. Other procedures are captured under separate files. No additional information was provided.